Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s right hip was revised approximately 5 days post-implantation due to dislocation, subluxation and malalignment of the acetabular component. During the procedure, all components were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: pn# 00811400210 ln# 62766554 femoral stem.

Event description:
Patient¿s right hip was revised approximately 5 days post-implantation due to dislocation and malalignment of the acetabular component. During the procedure, all components were removed and replaced. No further information has been provided.